Manufacturer narrative:
Initial report address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with two units of revaclear, a leak was observed on the venous dialysate port when the nurse connected the dialysate blue port to the dialyzer during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was received for evaluation. The visual inspection of both products showed the products wet without protection caps. The dialysate ports was observed to be partly broken off. Both broken dialysate ports showed a stress mark on the top of the port. The reported condition was verified. The cause was manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.